Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus was non functional. It was also noted that the customer's comment that the display was broken was not confirmed. The cooling fan was noisy. The upper and lower bullets and left and right sliding rails were broken. There was a cut in the radiofrequency head cable but the device was functional. The anti-slip layer of the radiofrequency head was worn and errors were identified in the software history logs. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer screen was broken. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement reported.